Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, broken reservoir tube lip, cracked lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident was in the low 100 mg/dl range. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was sticking out. The insulin pump was returned for analysis.